Event description:
This medwatch report was initiated upon the receipt and review of the device evaluation and investigation report, at which time it was determined that the reported malfunction is a reportable event. The complainant reported that during the preparation of the pt for a therapeutic procedure and upon the opening of the box containing the device basket, the physician noticed that the mineral was broken and the basket did not work. The complainant indicated that there was no adverse affect on the pt as a result of the reported malfunction.